Event description:
The customer reported that the device had a low battery message and red x. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.